Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a conductor fracture is suspected on this left ventricular (lv) lead. The fracture on the lv lead was confirmed by visual. The lv lead was explanted. No additional adverse patient effects were reported.